Event description:
A falsely depressed troponin I result was obtained on a patient sample. The result was reported and questioned by the physician. Repeat runs of the same sample recovered an expected elevated result. It is unknown if patient treatment was altered or prescribed. There was no report of adverse health consequences as a result of the falsely depressed troponin I result.

Manufacturer narrative:
Siemens healthcare diagnostics filed the original MDR 2517506-2012-00037 on 2012-(B)(6) as cause unknown new information was provided by the siemens healthcare diagnostics inc. Field service engineer (fse) on 2012-(B)(4): analysis of the instrument and instrument data indicate that the cause for the falsely depressed troponin I result was multiple mechanical issues. The fse performed appropriate repair procedures, including valve replacements. After repair procedures, the instrument was performing within specifications. No further evaluation of the device was required.